Manufacturer narrative:
Stretcher located in maintenance area. Tech found the brakes would not hold when in brake position. Adjusted brakes on all four casters to resolve this issue.

Event description:
Info received that brakes on stretcher were not holding. No injury reported.